Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the device was inflated to 4 psi and held pressure. The balloon was submerged in a water bath and a leak was noted at the proximal end of the balloon. Microscopic examination noted a 5mm scratch and a hole in the balloon approx. 1.5mm from the distal end of the scratch. The balloon surface surrounding the hole was scarred and scratched. Iabc leaks have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. This device displayed characteristics consistent with repeat cycling against a sharp external source, scratches and scarring on the balloon surface. Therefore, co does not attribute this event to the device. H6-86 other (microscopic examination). F11- date MFR initially forwarded report to FDA.

Event description:
Blood was noted in the extension tubing of an intra-aortic balloon catheter after approx 12 hours of counterpulsation. The balloon was removed and another intra-aortic balloon catheter was placed without incident. There were no pt complications involved. The device has not been received. Therefore, no failure analysis was avaialbe. Without evaluating the device, co is unable to determine the cause for this event.